Event description:
It was reported that during the surgery, the surgeon used a cross connector. The surgeon forced a driver tip into the screw of the cross connector using a driver, the screw of the cross connector broke. The surgeon changed the cross connector to another same size product.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the returned was confirmed to be jammed upon functional inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the most likely cause of the customer reported event is over-torquing of the set screw while backing it out.

Event description:
It was reported that during the surgery, the surgeon used a cross connector. The surgeon forced a driver tip into the screw of the cross connector using a driver, the screw of the cross connector broke. The surgeon changed the cross connector to another same size product.